Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, implanted: 2014-(B)(6), explanted: 2014-(B)(6), product type lead. Product ID neu_unknown_lead, implanted: 2014-(B)(6), explanted: 2014-(B)(6). Product type lead. (B)(4)

Event description:
Additional information received reported that the patient did not want to move to advanced evaluation since the trial ¿did not work on him¿ and he gained 80 pounds that he had been unable to lose. Patient reported as alive with no injury.

Event description:
It was reported that a patient¿s trial didn¿t go well. The trial installation could have been less painful and it was more pain than the patient expected. The trial device was removed. The patient said he was misdiagnosed and his bowel issue was something he needed surgery for. It was later reported on 2014-(B)(6) that patient still had concerns with their device or therapy but was working with their primary health care provider who had the device explanted. The patient reported that while installing the implant they experienced an electrical shock through the stim implant that went to his left testicle. The patient about jumped off the table and yelled because it was hurting so badly. The patient stated that several shots was giving to numb the areas but still had a lot of pain and the entire process was very painful. It was noted that patient¿s primary health careprovider stated that the implant would not correct patient¿s problem and was removed. The patient reported that he still had funny feeling in his spine and back area where it was numbed and taped. It was reported later on 2015-(B)(6) that patient was diagnosed with rectal prolapse on (B)(6) 2014. It was added that patient had a follow up appointment in 2015-(B)(6) and was diagnosed with sphincter /nerve damage to anus, rectum and sphincter muscles and which requires surgery. The patient also indicated sudden weight gain started immediately upon removal of the trial neurostimulator device, patient stated that the electrical impulses put ¿his body system out of whack.¿ the patient also reported that he did not remember when the funny feeling on her back area went away but knew it lasted about 2 weeks. The patient stated that he would be feeling like light electrical shocks and itch. The patient stated that the health care provider believed that it caused patient¿s rapid weight gain. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. A follow-up report will be sent if additional information becomes available.